Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a friend/family member regarding a patient who was implanted with an implantable neurostim ulator (ins). The issue was reiterated and they said when the pt first got the ins the charge went out; caller clarified that meant they had two electrodes and one was working so they switched the programming out from one to another. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported the patient was currently in the hospital after having an MRI yesterday. Caller explained the patient had their scs system turned off for the MRI and when they turned it back on it said it can't find the settings. Caller said the patient is in a lot of pain today which makes them believe the scs is not working properly. Patient service specialist understood caller was referring to the patient's therapy. Caller provided current settings: p1 100% p2 60% p3 1. 6. Caller was not able to locate any sub groups. Caller described seeing settings not available: cannot provide your desired intensity settings when trying to increase the p1 setting. Caller mentioned the patient usually feels stimulation when it is turned on but was having other issues so they were not sure if stimulation was turned on. Caller confirmed p1 was highlighted but could not get to p2. Caller attempted to use the up/down arrow to increase p1 to 0. 9 but was unable to do so. Caller then switched to a/b and was able to increase to 1. 9. Caller did not detect any subgroups on p1. The issue was not resolved.